Event description:
The customer reported erratic hgb results on patient samples generated on the act diff 2 analyzer. The erroneous results were not reported out of the laboratory. A review of the data provided for one patient showed the sample was run three times on the act diff 2 analyzer and gave erratic wbc, rbc, hgb, hct results (with instrument generated flag on wbc only). The erroneous results were not reported out of the laboratory. Mch, mchc, rdw and plt results were illegible on the provided patient summary printout. Refer to attached patient data. Beckman coulter inc. Customer technical specialist (cts) instructed the customer to check and adjust the hgb voltage reading. Post adjusting the hgb voltage, the customer, on (B)(6) 2012, reran the patient sample a fourth time and the results correlated to patient history. The correct results are no longer available.

Manufacturer narrative:
Controls were run before the incident and the instrument is currently performing within qc specifications. Service was not dispatched for this event. The root cause of the event is unknown.